Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that her blood glucose would elevate within hours of changing the infusion headset. Pt would then change the headset again and bolus accordingly. Pt noticed the tip of the infusion cannula have crimped after it was removed. There was no insulin leakage in the system. On one occasion, blood glucose elevated to 400 mg/dl, and target blood glucose is 70-140 mg/dl. Pt felt nauseous and began injection therapy to reduce her blood glucose. She removed the infusion device for 6-8 hours. When blood glucose reached her normal level, she resumed infusion device therapy with a different type of infusion set. Pt did not use the infusion set insertion device, and there were no problems during insertion. Alleged infusion sets were discarded and were not requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.